Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of batch 5188556. Samples were received from material 381523, lot numbers 5253999 and 5308187 which were not part of your initial report. We have attempted reaching out you to identify what the reported issue was but received no response. A device history record review showed no non-conformances during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported by customer that they observed dark spots/rough spots/grooves on the inner part of these catheters. Injuries or adverse event: no. Additional information 3/3/2026: the report mentions dark spots on the inner portion of the catheter and also refers to rough spots/grooves. Do the rough spots/grooves represent an actual catheter defect, or were they foreign material observed inside the catheter tubing? The dark spots were defects.